Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video assisted lobectomy procedure, the device knife did not work, they could not cut. They then used another reload to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional info: (model#, catalog#). If information is provided in the future, a supplemental report will be issued.